Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china, omsc presumed there was the possibility these phenomena were attributed to the led unit wear failure due to passing more than 6 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation and duplicated the reported phenomenon. It was found the leds light source unit failure which caused e105. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus china, it was found the error, e105 (lamp error) which indicates that the subject device is damaged was displayed. The subject device has been returned from the user because it was found the lamp was malfunctioning. There was no report of patient injury associated with the event.